Event description:
I have no control over my bladder. I had to have another surgery to put a interstim implanted in my left but cheek. Stomach cramps, bladder infection, pain with sex, discomfort. Low back pain.